Event description:
A mayfield triad skull clamp was reported to have slipped. Info relating to whether the pt was in contact with the unit when the slippage occurred is unk. Add¿l info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec¿d for eval. An investigation has been initiated based upon the reported info.